Event description:
It was reported that the subject guidewire was used on the right lower extremity arteriogram and lysis procedure and it was noticed that the foreign body composed of sheared subject guidewire coating in the tp (tibial peroneal) trunk ¿ flow limiting but not flow obstructing. Attempts were made with an aspiration pump, hand aspiration, and multiple different sized snares to remove foreign body ¿ those attempts were unsuccessful. Lysis catheter placement and initiation. Catheter is across the foreign body in the tp trunk extending from sfa to distal pta (posterior tibial artery). The subject guidewire broke but the physician was unsure if any subject guidewire was left in the patient. Follow-up procedure on the next day, the physician chose to use a retriever device and successfully retrieved the foreign body. No other information was provided.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The guidewire fragment was returned approximately 0.4cm from the distal end of the guidewire. The guidewire fragment was returned within a tangled mass of stretched core wire covered in dried procedural fluids and the nitinol layer and core wire were broken. Additionally, the guidewire hydrophilic coating on the surface of the nitinol layer was rough due to dried/crystalized procedural fluids. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there were no anomalies noted to the prior to use the guidewire (e.g. Damaged packaging), the guidewire was prepared as per dfu, there was no resistance encountered when removing the guidewire from the dispenser hoop, continuous flush was maintained, an introducer sheath was used to facilitate the introduction of the guidewire into the microcatheter and there was no resistance encountered during the manipulation of the guidewire. Product analysis found only a 0.4cm fragment from the distal end of the guide wire was returned within a tangled mass of stretched core wire covered in dried procedural fluids. The guidewire nitinol tubing was broken and the core wire was severely stretched and broken which indicates the device encountered significant manipulation during the procedure. Multiple attempts were made to remove the broken wire fragment without success. A surgical intervention was required and a follow up procedure was performed the next day where the broken wire fragment was successfully removed. There is no further information available regarding the patient¿s current condition. The as reported ¿ device foreign matter¿ was not confirmed as this was the core wire from the guidewire and the as reported ¿guidewire ptfe (polytetrafluoroethylene) coating peeling¿ was not confirmed as the proximal end of the guidewire was disposed of by the technician at the user facility. An assignable cause of procedural factors will be assigned to the reported and the analyzed ¿ guidewire broken/fractured during use¿ and ¿ un-retrieved device fragments¿ in addition to the as analyzed ¿guidewire hydrophilic coating surface rough¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject guidewire was used on the right lower extremity arteriogram and lysis procedure and it was noticed that the foreign body composed of sheared subject guidewire coating in the tp (tibial peroneal) trunk ¿ flow limiting but not flow obstructing. Attempts were made with an aspiration pump, hand aspiration, and multiple different sized snares to remove foreign body ¿ those attempts were unsuccessful. Lysis catheter placement and initiation. Catheter is across the foreign body in the tp trunk extending from sfa to distal pta (posterior tibial artery). The subject guidewire broke but the physician was unsure if any subject guidewire was left in the patient. Follow-up procedure on the next day, the physician chose to use a retriever device and successfully retrieved the foreign body. No other information was provided.